Event description:
Per independent repair center statement, the unit would not start. The key failure was the 4-way valve being stuck. Additional malfunctions were pc board short circuit, poppet valve not shifting, sieve beds are saturated, sieve tubing is leaking, heat exchanger is leaking, clamp tubing leaking, zip ties leaking and the elbow for the heat exchanger is leaking.